Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Additional information was requested and the following was obtained: there were no additional complications with the injury and the issue has been resolved

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during an unknown procedure on an unknown date topical skin adhesive was used. During the procedure the ampoule was breaking and shards were causing minor injuries after cutting through the staff¿s gloves. There were no patient consequences reported. Additional information has been requested.